Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had pump error motor arm failed self-test. The customer¿s blood glucose was unknown. Customer also reported that insulin pump did not require rewind. The insulin pump will not be returned for analysis.